Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the subject device being returned to olympus without completing reprocessing at the facility. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition to nozzle was clogged with foreign material, additional evaluation findings are as follows: plug unit was damaged, due to burn on plastic distal end cover insulation resistance value at distal end did not meet the standard value, due to clogging of nozzle no water was fed, due to wear of angle wire bending angle in up direction did not meet the standard value, light guide lens had a chip, adhesive on bending section cover had a chip, connecting tube was snaking, connecting tube had a scratch, connecting tube had a buckling, and universal cord had buckling. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope had a blocked air channel. During the evaluation the following reportable malfunction was found: nozzle is clogged with foreign material due to insufficient reprocessing. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.